Event description:
The user facility reported their transfer carriage cart had moved off of the loading chamber tracks causing the load rack to fall. One employee's neck and back were injured trying to lift the load rack. No procedural delays or cancellations were reported. The employee sought and received medical treatment and has returned to work.

Manufacturer narrative:
A steris field service representative arrived onsite, inspected the unit, and was unable to duplicate the reported event. The employee subject of the reported event loaded the transfer cart 3/4 of the way when the cart came off the rails and tipped over spilling the rack. The cart was too heavy for her to lift and resulted in the reported injury. The employee reloaded the cart and rack and it tipped over for a second time. The employee reset the cart ensuring the rails correctly aligned from the cart to the chamber and the rack loaded properly.